Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The field service representative was noticed mild smoke after replacing antenna board on the architect i2000sr. The power was shut off and a small capacitor was melted on the antenna board. No patient involved. No injury reported.

Manufacturer narrative:
Additional event information was provided during evaluation. The abbott service representative switched the r1 and r2 antenna boards during troubleshooting. Upon powering up the analyzer, "mild smoke" was detected from the lls antenna board formerly located in the r2 position, and a melted c22 capacitor was observed. A review of the ticket history for the analyzer did not identify any issues that may have contributed to the current complaint. There were no subsequent smoke/burn occurrences since the replacement of the r1/r2 lls antenna board. The architect operations manual provides the user adequate information regarding electrical hazards and precautions and instructions for emergency shutdown of the i2000sr. No adverse trends of the r1/r2 lls antenna board were identified and no similar complaints were found during the review. No similar issues and no adverse trends of the i2000sr analyzer were identified. Based on the evaluation, the architect i2000sr analyzer is performing acceptably.